Event description:
The (B)(6) 2011, the patient fractured her the femoral stem of right hip prosthesis implanted in 2008. (The patient walked). The consequences : functional impotence and pain. The patient was re-operated the (B)(6) for a full hip prosthesis revision.